Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported false contact. Analysis noted that the hanger was bent. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a false contact. The epg was returned for service. No patient complications have been reported as a result of this event.